Event description:
Description of event according to the initial reporter: a patient underwent an ivc filter placement procedure in where a gunther tulip vena cava filter was placed, access achieved via right groin. The tech asked the district manager if the filter would deploy without pushing the red button. District manager advised the red button had to be pushed. When removing the filter it was noted that the filter did not fully deploy. The filter was re-sheathed and went over all of filter except the hook. When trying to remove the hook got caught on the filter. The physician cut the device outside of the patient with wire cutters. Then used an 11fr sheath, unknown manufacture, and was able to cover the hook and removed successfully. Sutured up the right groin. Used a celect uni filter on left side to complete the procedure. Patient outcome: no additional information regarding the patients outcome has been received.